Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported left side rupture and seroma-late. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Initial reporter name and address: (B)(6).

Event description:
Healthcare professional reported left side rupture and seroma-late. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle materials on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
The device has been explanted.